Event description:
During review of the data log, found error 99, 51, and flow rate. Error 51 (defective speaker) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. To date, no other complaint was initiated for error 51 or error 99 with this software version.

Event description:
During review of the data log, found error 99, 51, and flow rate.